Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on distal conductor (not obstructed), outer tubing overlay, and helix mechanism; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician was "unable to properly pace the lead due to tricky anatomy." The lead was not used. No patient complications have been reported as a result of this event.